Event description:
The customer reported that his olympus visera elite xenon light source's main lamp would not ignite, causing the spare lamp to come on during device set up. According to the initial reporter, this event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The main lamp was not coming on due to an igniter failure. Additionally, it was discovered that a non-olympus lamp had been installed in the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d8. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the main lamp did not turn on due to the use of a non-olympus lamp. Olympus will continue to monitor field performance for this device.